Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The field service engineer visited the site and upon inspection, the customer allegations were reproduced. The device was returned to olympus for evaluation, and upon evaluation at the repair center, the customer¿s allegation was not confirmed. However, a spare lamp failure was noted. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii xenon light source was connected to the scope and found error code b30 (scope communication error) and no scope image. The issue occurred during preparation for use and another similar system was used to complete the therapeutic procedure. There were no reports of patient harm. Related patient identifier : (B)(6).